Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that there was a crack in the dialyzer during a routine hemodialysis treatment which leaked an estimated 60cc of blood. Treatment was discontinued without rinseback which resulted in a total estimated 250cc blood loss. No medical intervention was required.

Manufacturer narrative:
Nxstage requested return of the disposable cartridge, however, it was learned through follow up that the cartridge had been discarded. The reported leak cannot be confirmed. A review of complaint files indicates that there have been no other similar reports for this lot of cartridges. This appears to be a random isolated event. The user's guide instructs the operator to promptly rinseback the patient's blood in the event a leak occurs. Facility staff was aware of the event. Nxstage medical considers this report closed. No additional information will be provided.